Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over and had connectivity issue, which caused the orders delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over to all the stations. A technical support specialist connected to the server and the stations, confirmed no station or errors via downtime queries, restarted data synchronization, external messaging, and net listener services, identified pharmacy order and patient information delays originating from cerner active directory being down, confirmed the delay cause as inbound message issues, and advised the customer to coordinate with the cerner team, after which the customer confirmed normal operation and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.